Event description:
Per the clinic, the patient experienced a chronic infection persisting over several years at implant site which was complicated by formation of fistula. Subsequently the patient was treated with oral, IV and topical antibiotics (specific date and duration not reported), however, the issue did not resolve due to refractory to antibiotic treatment. It was also reported that the patient was hospitalized multiple times (specific date and duration not reported) due to infection. Explant is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Event description:
Correction: the initial MDR submitted on april 27, 2026, was filed inadvertently. There is no allegation of a deficiency associated with the cochlear device, and no harm or serious injury has been reported. The reported event involved a med-el device, not a cochlear device; the hospital misidentified the manufacturer.